Event description:
The hcp reported that, the device was explanted. No reason was given for the explant. The device was returned to the manufacturer for analysis. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
H6 - final device analysis reveals no anomaly found - normal device function. Baclofen was found in the pump.